Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid&#10258;x basket was used in the bile duct during a bile stone surgery on (B)(6) 2016. According to the complainant, during the procedure, a trapezoid&#10258;x basket was used to crush a 1cm stone but failed and the stone remained trapped inside the basket. An alliance handle was used in conjunction with the trapezoid&#10258;x basket in an attempt to disengage the tip. However, the tip failed to disengage and the stone could not be released from the basket. A mechanical lithotripter was then used to attempt to crush the stone but was still unsuccessful. The basket with the stone was then forcefully pulled out from the patient and blood was noted at the distal tip. There was no reported intervention done for the bleeding. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Visual evaluation of the returned device found the coil assembly was cut from the distal end of the heat shrink, the outer sheath detached from the coil assembly, and the thumb ring deformed and cracked. A 1.5 cm x 1 cm stone was found inside the basket and the basket tip was intact. Additionally, the side car-rx presented pushback out of specification. The handle and the handle cannula were found cut. Further evaluation found the pull wire was broken at the distal end of the handle cannula. The evaluation concluded that during the procedure, manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. The device is designed so that the basket tip detaches if the stone cannot be crushed, but it appears that the thumb ring and the pull wire broke and failed instead. Therefore, the most probable root cause of this complaint is operational context since due to anatomical/procedural factors encountered during the procedure, performance was limited. The review of the device history record (DHR) was performed and no anomalies were found. A search of the database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a bile stone surgery on (B)(6) 2016. According to the complainant, during the procedure, a trapezoid¿ rx basket was used to crush a 1cm stone but failed and the stone remained trapped inside the basket. An alliance handle was used in conjunction with the trapezoid¿ rx basket in an attempt to disengage the tip. However, the tip failed to disengage and the stone could not be released from the basket. A mechanical lithotripter was then used to attempt to crush the stone but was still unsuccessful. The basket with the stone was then forcefully pulled out from the patient and blood was noted at the distal tip. There was no reported intervention done for the bleeding. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿